Manufacturer narrative:
Cfn-2015-2537 initial submission- multiple attempts have been made by customer advocacy and sales rep to obtain additional information. Customer has not responded to any attempts to date. The complaint description states that a sample and photos are available for evaluation. A ups shipping label has been provided to the customer for sample return. However, per the ups tracking number the sample has not been sent to date. The complaint states that the sample is with the customer's risk management personnel. If a sample becomes available a full evaluation will take place. If any additional information becomes available a follow up MDR will be submitted with all information.

Event description:
The following was reported to carefusion by the sales rep "product was in use on a toddler and even though it was clamped off somehow it leaked.  Happened in peds with a toddler. Customer does not have packaging. She has the bag and feed set however isn't able to get it to us yet per risk management. Anne has photos and the product".  Customer has the sample. Lot number is unknown at this time. 28apr2015- phone conversation with sales rep (B)(6).  States the feed set was hooked up to product code mr850 heater fisher & paykel.  Also, states will follow up with customer to get additional information regarding the incident that occured.